Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction" error message on the mx40. No patient involvement.